Manufacturer narrative:
H9: 3012447612-05-01-2020-001-r. Corrected information in h9. Additional information in d4: UDI number, h3, h4, and h6: method, results, and conclusions. The returned screw was evaluated. There were indications of use but no glaring damage. The screw's tulip had slight splaying on one side by 1.3 degrees. A functional inspection with a mating closure top found they threaded together as expected. An internal CAPA found the cause is related to the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. A review of the DHR did not indicate any manufacturing issues that would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation. This screw is within the scope of recall 3012447612-05-01-2020-001-r.

Event description:
It was reported that two closure tops were found to have migrated two months post-operatively. A revision was performed to remove and replace the construct with alternative devices. No additional patient impacts were reported. This is report three of four for this event.

Manufacturer narrative:
Correction to: d1 and d4 (catalog number). Additional information: d4 (lot number) .

Event description:
It was reported, that two closure tops were found to have migrated two months post-operatively. A revision was performed to remove and replace the construct with alternative devices. No additional patient impacts were reported. This is report three of four for this event.

Manufacturer narrative:
Brand name: cannulated polyaxial extended tab screw 7.5x45mm or cannulated polyaxial extended tab screw 7.5x50mm. Catalog number: 810m7545 or 810m7550. Lot number: c20a0011 or c19j0002. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00302, 3012447612-2020-00303, 3012447612-2020-00305.

Event description:
It was reported that two closure tops were found to have migrated two months post-operatively. A revision was performed to remove and replace the construct with alternative devices. No additional patient impacts were reported. This is report three of four for this event.